Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was determined that there was no voltage coming from the power supply. The customer installed a new power supply and the unit powered on. The customer inquired about why the led was flashing when the device was on ac power and stopped when on battery power. The fse advised the customer that the battery led is a charge indicator. The led will remain solid once the battery is charged to 90-100% capacity, flashing indicates charge in progress.

Event description:
It was reported that the unit was running on battery power; however, the battery could not be charged. There was no patient involvement. The event date was not specified; estimate used.